Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A device history review was performed for the reported lot 2210051, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained samples of the same lot were used for additional evaluation. All product was inspected, no foreign matter or other particles were observed within any of the devices. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
As the scrub nurse was drawing up the local anesthetic, the circulating nurse noticed a floating object in the syringe. No patient harm.